Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture suspected on both the right ventricular (rv) lead and the right atrial (ra) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.